Event description:
The reported information stated the inlay was explanted from the left eye of a (B)(6) male patient approximately one (1) year and five (5) months postoperatively due to poor visual acuity.